Manufacturer narrative:
Detail for second part; model#: 14-521220, lot #: 13541j. Manufacture date for model# 14-521220: 10/2008. DHR were reviewed for both parts. No discrepancies were found.

Event description:
During surgery, a ring came out of the plate. The plate was removed and a second plate was attempted. Ring came out of second plate and plate was subsequently removed. Procedure was completed with a competitive product. Patient outcome: no adverse effect on patient reported.